Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The product was received on 11/30/16 and evaluated on (B)(6) 2018. During the evaluation, is was identified that the power supply had a breached housing , exposing inner circuitry. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category cc00296. A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2016 the customer reported to medela llc that her pump in style breastpump had low suction and was making a thumping noise.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.